Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After preparing the device and introducing into the patient, the physician attempted to aspirate and continuously drew back air from within the sheath. The device was placed under saline and there was visible air and blood leaking from the valve. The sheath was replaced and the same issue occurred. The sheath was replaced again with another lot, and the issue was solved. No patient complications were reported. The device is expected to return for laboratory analysis.